Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall right on their ins site on (B)(6) 2015. They stated that scar tissue then dislodged their ins and it started to move around their body. The patient had their ins moved in (B)(6) june, and stated that they had recovered completely. No further patient complications are anticipated or expected as a result of this event.